Event description:
The MFR received info alleging a ventilator was alarming and its internal battery was depleted. There was no harm or injury reported. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.